Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses fiasp insulin within the pump. Multiple supply changes were performed and the occlusion alarms continued. Customer's blood glucose level was 246 mg/dl. Troubleshooting could not be completed as the customer did not have extra pump supplies.